Manufacturer narrative:
It was reported that it is suspected that the needle did not fall into the patient¿s body. It was also reported that there are no patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jh2839; MFR date: 07/20/2015; exp. Date: 06/30/2020, batch # jh2322. In addition, a review of the batch manufacturing records for the possible batch number jh2839 was conducted and the batch jh2839 met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hip tumor removal surgical procedure on unknown date and suture was used. During the procedure, when suture knotted for dermis, the needle tip was broken because the needle tip was held by a needle-holder. The broken needle tip could not be found. It was also reported that CT was not performed. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number jh2322 was conducted and the batch # jh2322 met all finished goods release criteria.